Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal] case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. Concurrent conditions were listed as paratubal cyst, luteal cyst of ovary and adenomyosis. On an unknown date, the patient had essure inserted. On (B)(6) 2024, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy, left oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2024: cervix indicates cervicitis with squamous metaplasia but no dysplasia endometrium shows secretory changes myometrium shows adenomyosis, metallic essure device left ovary luteal cyst right and left fallopian tube benign with para tubal cyst bilaterally uterus weight 134g. Uterus removed vaginally quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.